Event description:
Customer reported cartridge was not fully snapped into pump and mentioned using same cartridge for a month. There was no adverse impact to customer¿s blood glucose level. Technical support instructed customer to inspect pump and remove o-ring from pneumatic tap, but customer chose to wait until returning home to make adjustments, resuming insulin use with current setup until then.